Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined system failure. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
On april 5th, 2022 tandem diabetes care was informed of an update regarding the customer's pump issue: the customer's device issue was verified to be a malfunction alarm.